Manufacturer narrative:
Additional information was received that the patient was not having the procedure due to the cost.

Event description:
A report was received that the patient was experiencing frequent charging of the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing frequent charging of the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing frequent charging of the ipg. The patient will undergo an ipg replacement procedure.